Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos) of the ventricular lead. The sensitivity on the device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos) of the ventricular lead. The sensitivity on the device was reprogrammed and the lead remains in u se. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed no anomalies.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.